Event description:
Boston scientific received information that this right atrial lead had increase out of range pacing impedances and increase pacing thresholds. A new right atrial lead was implanted. This right atrial lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.